Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06110, 2938836-2019-06112, 2938836-2019-06113. It was reported that the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system due to heart failure. Two weeks later, the patient died of an infection. The physician believed the infection might be related to the implant procedure. The physician believed the infection might be caused by poor cardiac function, low immunity level, and long implantation time of crt-d. The physician considered the causes of death to be cardiac insufficiency, septic shock, cardiogenic shock, and multiple organ failure.